Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 14 2007. The facility reported the failure code 810:11. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. The reported condition of failure code 810:11 manifested as a result of the ail pcb being out of specification. The ail pcb was therefore recalibrated.